Event description:
It was reported that inappropriate non-sustained rv oversensing was observed via remote transmission. It was noted that the p-waves were falling into post-ventricular atrial refectory (pvarp), leading to atrial and ventricular paced events. No patient symptoms were reported. Programming changes were made.

Event description:
New information received notes that another instance of inappropriate non-sustained rv oversensing was observed. It was noted that the p-waves were falling into post-ventricular atrial refectory (pvarp), leading to atrial and ventricular paced events. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.